Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400 mg/dl and a high level of ketones. The cause of elevated bg was not provided however the customer reported the pump and related supplies were working as intended. Customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, and fluids. Multiple attempts were made by tandem technical support to follow up with the customer, however, no response was received.